Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 533 ng/l, and the repeat result was 23.5 ng/l. The sample was repeated on another line of the analyzer, and the results were 5.9 ng/l, 5.1 ng/l, 5.3 ng/l, and 5.3 ng/l. The sample was repeated on the original line of the analyzer, and the result was 6.29 ng/l. A sample from another venipuncture taken from the patient on the same day had results of 17.3 ng/l and 12.1 ng/l. The result for this sample from the other line of the analyzer was 5 ng/l. The result of 5 ng/l was believed to be correct.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.